Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced the device "just turning off randomly every once in a while" although the impedance was fine, the battery life was fine, and the programs were fine. The reporter stated that the patient would visually check to see that the device was off and would have to turn it back on with the patient programmer. It was noted that the patient got good therapy when stimulation was on, except it would shut off. It was reported to happen at night. The reporter stated that she would look into if the reed switch was activated or not. Additional information has been requested but was not available as of the date of this report.